Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter displayed an error 1 message. The pt did not experience any symptoms at the time of testing. The pt did not compare the test strip to the color chart, since she did not understand the meaning of the color chart. The test strip was inserted firmly and completely into the meter. The blood was applied to the pink area of the test strip. The test strips was inserted more than two minutes after applying blood on the test strip (which is incorrect technique). Customer service had the pt retest using the proper technique and issue was not resolved. This case is being documented as a malfunction, since the error 1 message was not resolved after using the proper technique.